Manufacturer narrative:
This report is being filed on an international product, list number: 08p13 that has a similar product distributed in the us, list number: 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number: k202525. Section e1: phone number: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result for a patient. The sample was repeated and a normal result was obtained. The following data was provided: reference range: male: <35 ng/l; female: <15.6 ng/l. On (B)(6) 2026, sid: (B)(6) (unknown gender): initial result = 32.1 ng/l, repeat result = <1.0 ng/l, no impact to patient management was reported.